Event description:
Couldn't walk [unable to walk] . Low-grade fever [fever] . Could have been an allergic reaction [allergic reaction] . Case narrative: this case is cross referenced with (B)(4). Initial information received from united states on 25-apr-2019 regarding an unsolicited valid serious case from patient. This case involves a 45 years old female patient who experienced couldn't walk, could have been an allergic reaction and low-grade fever, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had been getting synvisc injections since 2013. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection dosage 2 ml once a week for three weeks (lot - unk) for osteoarthritis. Information on the batch number was requested. On (B)(6) 2019, the patient went for final injections and couldn't walk (gait inability), after few hours of use of hylan g-f 20 and sodium hyaluronate. The patient had to go into the urgent care in a wheelchair. They gave him crutches at the urgent care because the patient couldn't walk. On an unknown date in (B)(6) 2019, the patient had low grade fever after use of hylan g-f 20 and sodium hyaluronate. The patient read about the recall in 2017 and wanted to make sure that he reported this. Allergic reaction (hypersensitivity) was also supected after starting use of hylan g-f 20 and sodium hyaluronate. The patient usually got the synvisc injections every six months and stayed pretty regular. The patient reported that he never had anything like that happen before. Final diagnosis was low-grade fever, could have been an allergic reaction and couldn't walk. Treatment- wheelchair/crutches for couldnt walk and anti-inflammatories three times a day for allergic reaction. Outcome- unknown for all events. Seriousness criteria- disability for couldn't walk. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc. Batch number unknown, global (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2019. No safety issues were indicated in this review. Additional information was received on 06-jun-2019. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Couldn't walk [unable to walk]; could have been an allergic reaction [allergic reaction] ; low-grade fever [fever] ; case narrative: this case is cross referenced with case (B)(4) (multiple devices). Initial information received on (B)(6) 2019 regarding an unsolicited valid serious case received from patient . This case involves a (B)(6) years old female patient who experienced couldn't walk, could have been an allergic reaction and low-grade fever, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had been getting synvisc injections since 2013. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection dosage 2 ml once a week for three weeks (lot - unk) for osteoarthritis. Information on the batch number was requested. On (B)(6) 2019, the patient went for final injections and couldn't walk (gait inability), after few hours of use of hylan g-f 20 and sodium hyaluronate. The patient had to go into the urgent care in a wheelchair. They gave him crutches at the urgent care because the patient couldn't walk. On an unknown date in (B)(6) 2019, the patient had low grade fever after use of hylan g-f 20 and sodium hyaluronate. The patient read about the recall in 2017 and wanted to make sure that he reported this. Allergic reaction (hypersensitivity) was also suspected after starting use of hylan g-f 20 and sodium hyaluronate. The patient usually got the synvisc injections every six months and stayed pretty regular. The patient reported that he never had anything like that happen before. Final diagnosis was low-grade fever, could have been an allergic reaction and couldn't walk. Treatment- wheelchair/crutches for couldn't walk and anti-inflammatories three times a day for allergic reaction. Outcome- unknown for all events. Seriousness criteria- disability for couldn't walk. A product technical complaint was initiated and results were pending for the same.